Manufacturer narrative:
An observational evaluation was performed on the valve. Severe host fibrous (pannus) tissue growth is evident on the outflow side of the valve. A thick layer of pannus tissue covered the whole outflow surface of leaflet 1. The free edge of leaflet 1 was bent outwards and retracted by the pannus tissue, which thickened the leaflet and resulted in a gap at the center of coaptation in air. Pannus tissue also encroached onto the outflow surface of leaflets 2 and 3 resulted in decrease in leaflet flexibility. The host tissue growth on the inflow side of the valve is mild. There is one small calcification nodule on leaflet 3, most likely located in host tissue, depicted by x-ray radiograph. Otherwise, no appreciable leaflet tissue calcification is evident. These findings suggest that the reported mitral regurgitation is most likely resulted from the excessive host pannus growth and pannus-related leaflet retraction. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus and preserved native leaflets. The time course and severity of pannus growth is largely variable among the patients. In most cases, the host tissue growth is benign and perhaps beneficial for stabilizing the implant. However, host tissue overgrowth can compromise the structure and function of the implant. The underlying mechanism is still not totally understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
Device was returned and evaluated. Customer complaint of regurgitation could not be confirmed through visual observations. Report of thickened leaflet was confirmed by host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4.5 mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow and inflow aspect. Host tissue on the stent circumference near leaflet 3 was observed to have a calcification nodule. Free margin was observed to be folded towards the outflow aspect on leaflet 1 due to host tissue. Host tissue restricted leaflet mobility and led to stenosis. Xray demonstrated wireform intact. Sewing ring had multiple cuts around the valve. Wireform was exposed along leaflet 1 and 3 at the inflow aspect.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm mitral valve was explanted after an implant duration of approximately 2 (two) years and 4 (four) months due to regurgitation caused by early degeneration leading thickened stiff leaflets. The valve was replaced with a mechanical valve. It was noted that the patient had never fully recovered and 12 months later, severe transvalvular mitral regurgitation was observed requiring a new intervention. The patient was noted as to be ventilated in intensive therapy unit and would need a pacemaker.